Event description:
It was reported that during an afib procedure error messages appeared on the carto 3 system. The system was rebooted the 2nd time, with no errors were displayed. Upon connecting the ez steer thermocool sf nav catheter all signals disappeared, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto and ep recording systems simultaneously. Disconnecting the catheter brought the signals back. The catheter and cable were replaced and all signals remained, the case continued successfully.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.since no lot number was provided, no device history record review could be performed.(B)(4).

Manufacturer narrative:
Concomitant bwi product used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). The customer reported signal disappearance during an atrial fibrillation procedure, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both carto and ep recording systems simultaneously, while this cable was being used with a catheter. During troubleshooting, it was found that the cable was operating as intended and the issue was resolved by replacing the catheter. The cable was returned to bwi for analysis and the cable passed the visual, electrical, temperature, generator, carto interface, and catheter visualization tests. The cable met its specifications. The customer complaint cannot be verified. The lot number of the cable was not provided therefore a DHR review was not possible at this time.